Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
During a ventricular tachycardia ablation, the patient expired. Following ablation, the patient experienced a low ejection fraction (<20%) and continuous defibrillator shock was administered. After cardioversion of a fast non-hemodynamically tolerated ventricular tachycardia, the patient's heart went into electromechanical dissociation. After restoring the heartbeat through cardiac massage, the patient expired in the resuscitation room. There were no performance issues with any abbott device. The physician did not allege the catheter as contributing to the event, however the cause of the death is unknown. It was suggested the death may have been caused by comorbidities.